Event description:
It was reported that noise had been observed on the atrial lead. Prior noise events were also noted but dates were not provided. Device reprogramming was performed and the lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.